Event description:
Pt. Stated she placed new cassette @ 11pm - pt slept thru night. Awoke with chest pain. Changed cassetter at 7am the following morning & noticed that the flolan from the cassette changed the night before had not functioned. Pt stated the pump was running and no alarms had been triggered. Cassette was changed & infusiing well. Physician notified of incident, flolan dose was increased. Symptoms of chest pain & slight sob had subsided.